Manufacturer narrative:
(B)(4) evaluation of the returned device noted that the plunger, suture, link, needles, and cuffs were not returned; therefore, the scope of this investigation was very limited and the reported product experience of completing all deployment steps and not achieving hemostasis could not be confirmed. Inspection revealed no needle strike mark at the posterior foot to indicate that the posterior needle struck the foot instead of engaging with the cuff, resulting in a cuff miss during needle deployment. There was no damage to the device that could have contributed to the reported experience. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The needle trajectory of every device is checked twice during manufacturing. The proxy plunger was retracted successfully without observable resistance that could potentially result in a failure to retrieve the suture. Based on the investigation, the returned device functioned according to specification. However, without the return of related components, a root cause related to the device and the reported experience could not be determined. No manufacturing or quality issue was detected. A query of the complaint database for this lot revealed no incidents with similar reported experience. Also, there were no incidents that exhibited similar investigation findings as this incident. A review of the device history record did not reveal any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly all the deployment steps were completed, however, hemostasis was not achieved. Bleeding from the arteriotomy was still present. Manual compression was applied for approximately 10 minutes to achieve hemostasis. There were no adverse patient effects. No additional information was provided.